Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of 4.50/0.5/111 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2022. The patient experienced refractive change overtime. On (B)(6) 2023, the lens was exchanged for a different model same length lens. The problem resolved. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -4.50/0.5/111 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive change overtime, lens remains implanted. In the reporters opinion the cause of this event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Claim# (B)(4).